Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tkr surgery had been performed on (B)(6) 2022, the patient experienced a lack of range of motion. This adverse event was solved by a revision surgery on (B)(6) 2022, in which the lgn ps high flex xlpe sz 5-6 9mm was replaced. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 2 months post implantation due to the ¿lack of range of motion¿. The product complaint/customer feedback form shows the tibia and insert were revised to a lgn sz 4 revision tibial baseplate with 2mm offset coupler along with a 3-4, 9mm ps xlpe insert. The requested medical documentation has not been received as of the date of this medical investigation and the current patient status is unknown. Without the requested clinical documentation, the root cause of the reported lack of rom could not be further assessed. The patient impact beyond the reported symptom(s) and revision of the baseplate and insert could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that decreased range of motion have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.